Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported instance is tracked through software anomaly tracking database and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735762, version 1.2.0. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported a manufacturer representative had just acquired system logs and then when shutting down the system, it got stuck on a boot text screen. It was noted the manufacturer representative had been in admin for about 10 minutes. After sitting on that screen for a while, a hard shutdown was performed. Upon booting up, the system would go to the grub loader. The manufacturer representative put the system into recovery mode where it sat on the same task for about 10 minutes, and then the system was able to prompt to fix. After fixing, the system was able to boot. This issue was noted outside of a procedure, and there was no patient involvement.